Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the rv lead could not be fixed. The physician elected to remove the lead and replace it with a new rv lead when repositioning was unsuccessful. The patient was stable.